Event description:
Independent repair center customer alleged alarming/red light. The key failure is the valve is sticking. Associated malfunctions for this device: pe valve leaking, compressor squeaky, inlet filter dirty.